Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers: 9611530, 3007420694. Currently, these products are to be handled by arjohuntleigh ab¿s complaint handling establishment and any medwatch reports will be submitted under registration 3007420694. No UDI information is available, the device was manufactured before UDI implementation. Process of collecting and analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
According to the customer¿s allegation, a resident was positioned in the alenti bath chair and the device was raised to facilitate transfer into the bathtub. During this maneuver, it was reported that the alenti tipped. The resident sustained a knee fracture and a wrist fracture. The resident was transported to the hospital. The family declined surgical intervention due to concerns regarding the resident¿s ability to tolerate surgery.